Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a loose and protruded drive support cap. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The customer stated that the cap was not pressed while connected. It was advised to discontinue use of the insulin pump and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap, cracked display window, cracked battery tube threads and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.